Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was leaked into the insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis

Manufacturer narrative:
Evaluated 1 random seal reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into a paradigm pump. Conclusion: reservoir not leaks.